Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that balloon of the hydrogel foley catheter mushroomed. The balloons were inflating only half way until the very end of the inflation process, and made a popping sound. There was no patient injury/medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that balloon of the hydrogel foley catheter mushroomed. The balloons were inflating only half way until the very end of the inflation process, and made a popping sound. There was no patient injury/medical intervention reported.